Event description:
The customer reported being hospitalized with high blood glucose of 1024mg/dl. The caller was in a vehicle accident, but he was not driving. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found battery alarms and no delivery alarms. Assisted the customer to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. The caller mentioned that the insulin was in a bag that was exposed to extreme heat. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.